Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No information. Did the jaws eventually open? No information. What troubleshooting steps were attempted to open the device? No information. Was the battery removed, rotated 180 degrees, and reinserted? (Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override lever)? No information.

Event description:
It was reported that during a laparoscopic pneumonectomy, the closing lever did not open before the third firing. The device was fired without replacing the cartridge, though, the knife did not move forward. The staples were not deployed, though, the sled moved forward. The device was used on blood vessel after resecting the upper middle lobe. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57g1u. Device evaluation: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.